Manufacturer narrative:
The insulin pump was received stuck at full segment display; the problem is isolated to the lcd board. Unable to verify vibrator anomaly due to stuck at full segment display. The insulin pump has cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a vibrator anomaly from the insulin pump. The customer's blood glucose level is unknown. The customer stated that she is legally blind she needs the pump to vibrate. The customer stated that her pump may have by accident erased her alert system. The customer stated that her pump is not vibrating when she is delivering a bolus. Customer was advised to revert to a backup plan. The pump will be replaced.